Manufacturer narrative:
The insulin pump monitored and no check setting alarm during testing. The device had intermittent button response due to lcd unlock keypad connector. No cosmetic damage noted.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the b button was unresponsive. Customer's blood glucose was 279 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer's daughter also had concerns that insulin was not being delivered to the customer. The daughter was able to verify a bolus was recorded in the bolus history during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.